Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's surgical wound located at the ipg pocket site has been slow to heal and the pt is receiving wound therapy. It was also reported the pt is a diabetic. The next course of action has not been determined at this time.